Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 97755 ; serial#: (B)(6); UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt stated a couple of weeks ago, they noticed the little box on the recharger was getting very hot when charging their implantable neurostimulator (ins). Pt stated that since the recharger had started to get hot, they have had issues with the controller connecting to their ins to charge. Pt stated yesterday their controller was fully charged, and their ins only charged to 60% before the controller had to be charged again. Pt stated they had to charge the controller twice a day for the last few months. Pt stated today, they were unable to connect to their ins at all. Pt stated there was no physical damage to the recharger. The issue was not resolved. An email was sent to repair to replace the recharger. No symptoms were reported.

Manufacturer narrative:
H6 coding has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The device with product ID 97755 serial# (B)(6) was received for product analysis. There was a failure with the recharger antenna it got hot after running it at donut end and a "poor recharge quality" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.